Manufacturer narrative:
Updated to reflect the patient's weight at the time of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the information received from the manufacturer's business partner on 2017-dec-12 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(4) . It was reported that the patient was caucasian. Additional medical history included spinal tumor resection and bilateral lower extremity (ble) spasticity as a result of the tumor. An additional indication for lioresal use was spastic paraplegia. Concomitant products included fosamax (alendronate sodium) at 70 mg 1x/week, asa (acetylsalicylic acid) at 81 mg 1x/day, proscar (finasteride), prevacid (lansoprazole), lipitor (atorvastatin), citracal + d (calcium plus vitamin d), plavix (clopidogrel), baclofen (oral) at 10 mg every 8 hours as needed (rarely takes), lisinopril, flomax (tamsulosin), toprol xl (metoprolol succinate), vitamin b12, and a multivitamin (mvi). The patient initially started intrathecal treatment with lioresal on an unspecified date (reported as "years ago" relative to (B)(6) 2017). On (B)(6) 2017, the physician attempted to refill the patient's pump 5 times, but no baclofen was returned from the pump reservoir. On (B)(6) 2017, the previously reported pump access under fluoroscopy, which showed the pump reservoir was empty, also showed correct needle placement and the pump was subsequently refilled, under fluoroscopy, on that date. The empty pump reservoir was noted to have been resolved following the refill. The previously reported event of the patient "occasionally needed some oral baclofen," following the (B)(6) 2017 pump replacement, was ongoing (not specified further). No further complications were reported.

Manufacturer narrative:
The main device: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml of lioresal at 13.6 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that the patient's pump reservoir was empty as it appeared that drug had never been added. The hcp reported that they were told that, following the pump replacement in (B)(6) 2017, the pump was filled with 2000 mcg/ml baclofen. However, during a pump refill, the hcp was unable to aspirate anything out of the reservoir. The pump was accessed under fluoro and it was determined that the reservoir was truly empty. The hcp believed that the pump was programmed at the implant with the thinking that the drug would be added, but the drug was never added. The hcp was inquiring about the length of time needed to clear out the old "drug" at minimum rate. The patient's catheter volume was listed as 0.202 mls. It was calculated that, with approximately 0.491 mls total, it would take approximately 81 days. It was noted that the patient appeared to be doing ok after surgery and that they only occasionally needed po baclofen. The hcp also noted an issue with a urinary catheter while the patient was in the hospital but stated it was not related. The patient's pump was refilled under fluoroscopy with 20 ml of baclofen and was programmed to run at minimum rate. The hcp noted again that it seemed like the pump had been empty for 6 months. No symptoms were reported. No further complications were reported. The patient¿s concomitant medications included po baclofen.